Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. One open 25 ga trocar cannula/hub assembly, in a bag, with no lot info was received for the report of valve came off and solution leaked. Sample was visually inspected and found to be nonconforming, with additional tear in the septum was observed off to the side of the original slit. Leak testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. A contributing factor to the damage is during insertion/removal of the instruments from the trocar cannula during surgery. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the valve of a valved trocar came off and hence solution leaked during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient involvement during the event.